Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error message "failed to connect" during warmup. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, signal loss over an hour due to an undetermined probable cause was found in connection with the reported allegation. The reported event of an unknown error message "failed to connect" during warmup is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.